Event description:
It was reported that when the asymptomatic patient presented via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made and the issue was resolved.

Manufacturer narrative:
(B)(4).